Event description:
When the surgeon tried to tunnel the extension, the tunneling part that holds the extensions ripped apart. A new extension was used. There was reported to be no patient injury. The patient outcome was reported as "no problems for the patient occurred".

Manufacturer narrative:
(B) (4): the extension has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.